Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The report was received via the FDA's medwatch program. Ref maude report mw5089864. The physician was double gloved while using a pencil cautery, his right index finger was burned.